Event description:
Customer reported hard drive and printer errors on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the printer. System operates as intended. (B) (4).